Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Information received indicated that no further information will be made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
A 1/8 headless pins were not holding well with the triathlon pin driver. It appears holding mechanism inside pin driver was worn out. Surgeon used alternate plan to drive pins - no problems for patient or surgery.